Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery cap of the insulin pump was damaged and also received replace battery alert. No harm requiring medical intervention was reported. Troubleshooting was performed. A replacement battery cap will be provided to the customer. The insulin pump will not be returned for analysis.